Event description:
A man contacted zoll lifecor customer support to report that the pt's device made a "popping" sound. The man reported that the pt appeared to be gelled, but he did not think that the pt was treated. The pt was provided with replacement equipment.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (popping sound) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.